Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation,or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
Evaluation summary: the customer reported condition of overinfusion, was not confirmed. The infusion pump was tested for flow accuracy, and the results were within specification.

Event description:
The facility representative reported when the pump is set to bolus, it delivers double the amount. This was found during biomed testing, with no patient involvement. No additional information is available.